Event description:
The reporter stated that during a spinal surgical procedures to insert a posterior intervertebral body fusion device, the prongs broke off of the inserter. The break occurred back in the sleeve where they join with the instrument shaft. The surgeon was able to insert and rotate the epod trial with some resistance; a tight fit was achieved. The implant was then correctly placed. The surgeon had to retrieve the broken inserter blade from the wound. There was no report of adverse outcome for the pt.

Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. The instrument was not returned for evaluation. A review of the complaint management system showed that this was the third complaint of this type of incident to be reported. All the incidents have been related to use by one surgeon. The investigation determined that the user is choosing implants of a greater height for insertion into smaller spaces resulting in increased torque on the inserter prongs at the time of insertion. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.